Event description:
The customer reported that the fluoro dose is too high.

Manufacturer narrative:
(B)(4). The investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA by 04/10/2011.